Event description:
At the time of conducting valve flow test, the reservoir did not restore back when exerted pressure on it through the pt's scalp. The operation was finished with a different valve, and there was no impact to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair procedure, there were malformed staples, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the ems device arrived in good visual condition. The device was tested and it was cycled, fed, and formed the remaining staples as intended. The device was found to be fully functional and conforming. A batch record review was performed and no anomalies were found during the manufacturing process.